Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.

Event description:
The customer reported, "we are having issues with our current to-connector (20041e). The end that attaches to the ivf is cracking very easily requiring us to obtain a new one and risk losing the IV. A photo from the customer shows a large lengthwise chuck of the female luer broken off. The customer also reported that the cracking is noted after first attached and that the connection is not swabbed. There was no pt harm or medical intervention. The customer stated that no further pt/event info is available.